Event description:
The manufacturer service technician reported that the ramp assembly broke/disassembled while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the ramp assembly broke/disassembled while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event. The ramp may break into small pieces, posing the risk of a small component becoming lost in a surgical site.